Event description:
The customer reported that the sample handler, s/n 2196, failed to aspirate sample or diluent in position 3 across assays. No error message was generated. Co field svc engineer is on -site to evaluate instrument performance. No death or serious injury was associated with this event.